Manufacturer narrative:
Based on the eval of the unit, the results of the capacitor mfrs observations and the conclusions of the independent test labs the failure of the capacitor was a random failure of a component in the unit. Due to the significance of the failure and the fact that it has occurred before, it was determined that a capacitor with a higher rating protection rating may serve to prevent any future failures of this type. The capacitor selected to replace the epcos capacitor was a capacitor of the same voltage and temp rating but with a p2 protection rating. The p2 rating ensures that if the capacitor does fail it will fail to an open condition to prevent any failures of the casing of the capacitor. Eval report attached.

Event description:
At 4:30 am a unit with 9973 hours of use, which had been with the pt for some months and was operating in a normal environment, ignited. Ignition believed to be cause by a failed capacitor.